Manufacturer narrative:
This report is to provide information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported event was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely moisture invaded the control section due to a leak from the biopsy channel, which led to corrosion of the angulation system, and resulted in an inability to angulate. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanism reprocessing manual_ reprocessing the endoscope _ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope bending section cannot be controlled at all due to wear of the angle wire. There were no reports of patient involvement.